Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6. Device photo evaluation: visual analysis of the received photograph(s) identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with another manufacturer's device.